Event description:
During use of the device for a cardiopulmonary bypass procedure, the centrifugal pump control module did not display flow values as expected. The user stated the readings corrected itself during the procedure. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.